Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device received an alarm rewarming mode. The nurse already changed the bladder temperature sensing probe to the rectal temperature sensing probe due to unstable temperature reading. In rewarming mode the target temperature was 37 c and the patient temperature was 34.4 c the water temperature was 24.6 c and the flow rate was 1.8 lpm. Rewarm from 34.6 c to 0.25 c per hr. The nurse checked the event log and noted alarm 15 (unable to obtain a stable patient temperature) alert 50 (patient temperature 1 erratic) and alert 11 (patient temperature 1 below low patient alert). It was explained that the nurse already changed the temperature sensing probe and consider it as a faulty cable. The nurse received another cable from the device disconnected and reconnected the pads and started the therapy back. The patient temperature (pt) was 34.7 c water temperature (wt) was 24.0 c and the flow rate was marginal. The error message low flow was occurring and the nurse checked the inlet pressure was -0.1 and the system hours were 7756 and the pump hours were 7256. Mss explained the nurse to do a deep dive but did not have the time and will change out the device. The nurse connected the pads to a second device and attached the temperature sensing probe. Mss walked through the nurse in setting the rewarm mode. Currently the patient temperature (pt) was 34.8 c and the flow rate was 2.5 lpm the water temperature 31.9 c and rewarm target temperature was 37 c. Per follow up 1 on 07apr2021 via nurse, they were able to complete the therapy on 2nd device. They would not be sending the cable in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device received an alarm rewarming mode. The nurse already changed the bladder temperature sensing probe to the rectal temperature sensing probe due to unstable temperature reading. In rewarming mode the target temperature was 37 c and the patient temperature was 34.4 c the water temperature was 24.6 c and the flow rate was 1.8 lpm. Rewarm from 34.6 c to 0.25 c per hr. The nurse checked the event log and noted alarm 15 (unable to obtain a stable patient temperature) alert 50 (patient temperature 1 erratic) and alert 11 (patient temperature 1 below low patient alert). It was explained that the nurse already changed the temperature sensing probe and consider it as a faulty cable. The nurse received another cable from the device disconnected and reconnected the pads and started the therapy back. The patient temperature (pt) was 34.7 c water temperature (wt) was 24.0 c and the flow rate was marginal. The error message low flow was occurring and the nurse checked the inlet pressure was -0.1 and the system hours were 7756 and the pump hours were 7256. Ms and s explained the nurse to do a deep dive but did not have the time and will change out the device. The nurse connected the pads to a second device and attached the temperature sensing probe. Ms and s walked through the nurse in setting the rewarm mode. Currently the patient temperature (pt) was 34.8 c and the flow rate (fr) was 2.5 lpm the water temperature (wt) 31.9 c and rewarm target temperature (tt) was 37 c. Per follow up 1 on (B)(6) 2021 via nurse they were able to complete the therapy on 2nd device. They would not be sending the cable in. Per follow up 1 on 07apr2021 via nurse , patient was able to complete therapy on second device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alarm rewarming mode. The nurse already changed the bladder temperature sensing probe to the rectal temperature sensing probe due to unstable temperature reading. In rewarming mode the target temperature was 37 c and the patient temperature was 34.4 c the water temperature was 24.6 c and the flow rate was 1.8 lpm. Rewarm from 34.6 c to 0.25 c per hr. The nurse checked the event log and noted alarm 15 (unable to obtain a stable patient temperature) alert 50 (patient temperature 1 erratic) and alert 11 (patient temperature 1 below low patient alert). It was explained that the nurse already changed the temperature sensing probe and consider it as a faulty cable. The nurse received another cable from the device disconnected and reconnected the pads and started the therapy back. The patient temperature (pt) was 34.7 c water temperature (wt) was 24.0 c and the flow rate was marginal. The error message low flow was occurring and the nurse checked the inlet pressure was -0.1 and the system hours were 7756 and the pump hours were 7256. Ms and s explained the nurse to do a deep dive but did not have the time and will change out the device. The nurse connected the pads to a second device and attached the temperature sensing probe. Ms and s walked through the nurse in setting the rewarm mode. Currently the patient temperature (pt) was 34.8 c and the flow rate (fr) was 2.5 lpm the water temperature (wt) 31.9 c and rewarm target temperature (tt) was 37 c. Per follow up 1 on (B)(6) 2021 via nurse they were able to complete the therapy on 2nd device. They will not be sending the cable in.